Manufacturer narrative:
Clinical review: based on the available information, the patient¿s liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s). The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The point-of-contact (poc) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the hospital due to feeling unwell (malaise). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of malaise. Once admitted, radiological studies diagnosed bilateral lower lobe pneumonia and the patient was treated with intravenous antibiotics (drug, dose, frequency, duration not provided). As of (B)(6) 2024, the patient remains hospitalized and is recovering from the adverse events. The patient continues to undergo ccpd therapy while hospitalized without reported issue. Per the pdrn, the adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Event description:
The point-of-contact (poc) for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the hospital due to feeling unwell (malaise). Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on 12/apr/2024 with complaints of malaise. Once admitted, radiological studies diagnosed bilateral lower lobe pneumonia and the patient was treated with intravenous antibiotics (drug, dose, frequency, duration not provided). As of 16/apr/204, the patient remains hospitalized and is recovering from the adverse events. The patient continues to undergo ccpd therapy while hospitalized without reported issue. Per the pdrn, the adverse events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.